Event description:
On (B)(6) 2013 a doctor reported a broken spike on a transfer set that was discovered during use on (B)(6) 2013. The product had been in use for over seven months. The sample was not available. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a report of damaged was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.